Manufacturer narrative:
The field service representative (fsr) replaced the lambda power supply and the cpu. Replacing the power supply and cpu resolved the issue. A review of the service history for the cell-dyn ruby revealed no additional issues were reported post replacing of the power supply and cpu. The investigation discovered that the cooling fan on the heat sink of the cpu was burnt. The smoke may be attributed to an electric short of the cpu cooling fan due to aging of the part and massive lint accumulation inside the lambda power supply. The lambda power supply is interlocked to turn off automatically in the event of a cooling fan failure. As such, the instrument could not be turned on due to a defective cooling fan. A review of tracking and trending did not identify any trends for the cell-dyn ruby. Labeling was reviewed and contains adequate information on hazard, safety, how to minimize potential harm to personnel, and precautions. Based on the information within the complaint record no product deficiency was identified for the cell-dyn ruby, sn (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported hearing a noise and then smoke was observed emanating from behind the computer of the cell-dyn ruby analyzer on (B)(6) 2020. The analyzer was powered off. No injuries occurred due to this issue. No impact to patient management was reported.